Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 03-nov-2024 apifix was notified that patient # (B)(6); (pas #117-a029) is scheduled for a rod exchange revision surgery on (B)(6) 2024. On 04-nov-2024 additional information was received. According to the reporter, the reason {for the re-op} is that the rod the patient has now reached full extension/ distraction, and their curve is progressing again. They're going to replace the rod with a longer one. On (B)(6) 2024 additional information was received. This patient was 9 years old when they were diagnosed with scoliosis, this making this patient an eos patient. Patient was treated outside indication of 'adolescent idiopathic scoliosis (ais) having a single curve and classified as lenke 1 (thoracic major curve) or lenke 5 (thoracolumbar/lumbar major curve). Explanted device is expected to be returned to manufacturer, and an evaluation will be conducted. When additional information is received a follow up MDR will be submitted.

Event description:
On 03-nov-2024 apifix was notified that patient # (B)(6); (pas #117-a029) is scheduled for a rod exchange revision surgery on (B)(6) 2024. On 04-nov-2024 additional information was received. According to the reporter, the reason {for the re-op} is that the rod the patient has now reached full extension/ distraction, and their curve is progressing again. They're going to replace the rod with a longer one.

Manufacturer narrative:
Engineer analysis: the explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. There were no obvious manufacturing or design defects which contributed to the removal. This is supported by the notes that the patient outgrew the rod. The distal spherical ring showed no visible signs of wear. The wear analysis portion of retrieval and analysis protocol (dms-5587) was not conducted because the reason for removal was due to patient outgrowing the length of the device. Implant at maximum elongation: patient was treated outside indication of 'adolescent idiopathic scoliosis (ais) having a single curve and classified as lenke 1 (thoracic major curve) or lenke 5 (thoracolumbar/lumbar major curve)'.